Event description:
It was reported that during an oral extraction a brown fluid came out of the device. The substance did not come into contact with the surgical site. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device leaking was confirmed. Based on the investigation details, the likely cause for the leakage was problems with a bearing on the rotor, which was replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.